Manufacturer narrative:
Additional information provided: a review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of event. Most recent onsite visit from field service engineer and performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified. Technical hotline has provided phone support. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The timing of the reported issue is unclear. The root cause of the reported issue could not be determined conclusively. Most possible root cause is a issue with the used patient interface and/or the patients eye anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported low suction in vacuum one during unknown timing of the surgery in the unknown eye.